Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient was in a supra ventricular tachycardia and p-waves were falling in pvarp, followed by competitive atrial pacing. About 2 months later, non-sustained rv oversensing and the competitive atrial pacing were still observed and were causing inappropriate auto-mode-switch. Programming changes were made. The device remains implanted. The patient was fine.